Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/uterus pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, atypical squamous cells of undetermined significance, carcinoma, ovarian cyst, adhesion, endometriosis, pelvic pain female, dyspareunia, dysmenorrhea, nonspecific abnormal papanicolaou smear of cervix and anal atypical squamous cells of undetermined significance. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), dyspareunia ("dyspareunia"), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("secondary dysmenorrhea/dysmenorrhea"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, endometriosis, dyspareunia, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Reporter information, product insertion date added. Events: endometriosis,dyspareunia, menometrorrhagia, secondary dysmenorrhea added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menometrorrhagia, atypical squamous cells of undetermined significance, carcinoma, ovarian cyst, adhesion, endometriosis, pelvic pain female, dyspareunia, dysmenorrhea, nonspecific abnormal papanicolaou smear of cervix and anal atypical squamous cells of undetermined significance. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.